Event description:
The suspect meter exhibited poor precision in inr readings. The following inratio results were reported: 6.1, 4.2, 2.2, 1.8, 1.3. The patient's physician has ordered several dose adjustments based on inratio readings. Technical support shall retrieve the suspect meter for further evaluation.